Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) of 567 mg/dl due to a kinked non-tandem infusion set cannula. The customer declined to perform troubleshooting. No additional information was obtained as the customer abruptly ended the call.